Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported, that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On the same day, it was reported, that the patient was doing fasting bloodwork. The patient ended up requiring hospitalization for hypoglycemia. She experienced sweating, dizziness and blurred vision. At an unspecified moment, during the episode, the egv was 98 mg/dl and the bg was 50 mg/dl. Specific reversal of symptomatic hypoglycemia was not documented, but it was reported, that the patient was hospitalized until (B)(6) 2023. According to the report, the patient only provided limited information about what happened to her at the hospital, as she could not really recall all details. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.